Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - delta p was fluctuating on the unit. Vyaire field service representative (fsr) evaluated the device on-site, and resolved the issue by conducting calibration of the ddi, driver controller board, and patient circuit. A ventilator performance check was also performed.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the delta p was fluctuating on the 3100a ventilator. There is no information of patient involvement associated with the event as of this time.